Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were pulling lipids on port 2. This was observed during compounding. The lipids were set-up on port 1 and 2; however, lipids were pulled into the bags when no lipid was ordered which caused the clear bags to appear cloudy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between november 09, 2021 to november 10, 2021. H10: the actual device was not available; however, an (unopened) companion sample was received for evaluation. Unaided eye visual inspection was done under normal room conditions and no defect was observed. System level testing was performed and a leak from port 2, cavity b was observed. The sample was evaluated by reproducing the customer complaint as closely as possible and attached a lipid solution to port 2. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.